Event description:
Patient reported obtaining a result of "hi" (> 600 mg/dl), while using the suspect device. Based on this result, patient reportedly delivered 20u of fast-acting insulin. Patient stated that, approximately 1 hour later, he retested his blood glucose, using the suspect device, with results of 314 mg/dl and 434 mg/dl (back-to-back tests). According to patient, shortly thereafter, he began convulsing. Patient reported being treated, by a relative, who "force-fed " him 4 cans of cola. Emergency medical services were not summoned, as patient's relative was not aware that he should do so. Patient reportedly reminded, on the floor for 1.5 hours, after convulsions ceased, due to weakness. Patient indicated that his relative went to the pharmacy and purchased another blood glucose monitor, which measured patient's blood glucose to be 45 mg/dl (approximatey 3 hours after patient delivered insulin). Patient's current condition: "excellent." At the time of the event, patient was testing with expired strips. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.